Event description:
Per the clinic, the patient underwent revision surgery on (B)(6) 2012, to excise the subcutaneous tissue overgrowth around abutment site. During the same procedure, the abutment was exchanged. The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.